Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was unable to place the connector onto the cartridge during a supply change. The patient was guided through attaching the connector, filling the tubing, and completing the cannula fill. The patient stated they had taken a manual insulin dose of 12 units approximately 30 minutes earlier and was advised to disconnect from the ilet for two hours after taking a manual injection. The patient also reported that the arrow on the ilet was facing sideways. The patient indicated that bg levels were affected, with a high of 332 mg/dl for about 30 minutes while attempting to attach the connector. The patient used manual insulin as backup therapy, did not test ketones, and did not require medical intervention or additional assistance. No adverse health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.